Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pet lock was intact, and the pull wire was inside the distal detachment tip (ddt). If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, and the embolization coil will detach from its pusher assembly. The root cause of resistance could not be determined. Further evaluation revealed a fracture in the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, a pod pc was re-positioned several times because it was not taking the desired shape in the target vessel. While retracting the pod pc, resistance was encountered. Upon retrieval of the pusher assembly, the physician noticed that the coil had detached and was contained inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the pod pc was then removed from the microcatheter. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.